Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product confirmed that it was fractured and showed signs of repeated use. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during knee arthroplasty while the surgeon was trialing the articular surface provisional, the bottom portion fractured. The procedure was completed utilizing another device with no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). H6 - component code - proposed code is mechanical (g04) - provisional bottom. Visual inspection of a photograph provided confirmed that the device exhibited signs of repeated use (nicked/gouged) and the post had fractured off. The device history records were reviewed and no discrepancies were identified. An investigation into this issue identified that tibial articular surface provisionals (tasps) analyzed by optical microscopy revealed hackle marks, river lines and striations resulting in bending overload or low cycle fatigue culminating in bending overload failure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.